Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient can't see clearly due to refractive error. The lens was later exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned, in a specimen cup inside a clear water-like liquid. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability, per model and diopter. Information was provided in the file that the multifocal 19.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens (l161ao +18.0). Due to the exchange of a multifocal lens to a monofocal lens, this may suggest, that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).